Manufacturer narrative:
D6b unknown date of explant. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smartassist system instructions for use for the related event are as follows: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in st elevation myocardial infarction and cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that while the patient was on impella cp support, the patient experienced a cold foot and lack of pulses in the lower extremities. The impella sheath was found to be occlusive to the lower leg and the physician placed a tee grad flow sheath. This did not resolve the limb ischemia, and the medical team decided the patient will be managed and potentially escalated to 5.5 or extracorporeal membrane oxygenation. It was also reported the patient experienced bleeding at the impella access site. The patient received several units of blood as a result of the bleed. The patient was transferred to another hospital, where no further information was provided.